Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high lead impedance reading indicating a possible device malfunction. X-rays reviewed by surgeon did not reveal any lead discontinuities. Patient underwent a vns therapy system replacement. No serious injury was reported.

Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a death or serious injury. The lead was returned to manufacturer for analysis. The lead was returned without the electrode section so a complete evaluation could not be performed. Analysis was performed on the returned lead and the reported high impedance was verified. A coil break in the positive lead wire was confirmed approximately 17.5cm from the lead connector pin. Scanning electron microscopy performed at the break areas showed that pitting or electro-etching conditions have occurred. Also, the surface appearance of at least two of the broken wires in one end of the broken coil shows as having evidence of a stress-induced fracture. Due to metal dissolution, surface contamination and mechanical distortion the fracture mechanism of the other wires could not be ascertained. Testing on remaining portion of returned lead did not show any anomalies.